Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-24092, 24094. It was reported the pt experienced pocket heating while charging her scs ipg. It was also reported the pt alleged her system functioned erratically and eventually stopped functioning altogether. The pt's scs system was removed on (B)(6) 2007.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.